Event description:
It was reported that the customer suffered from hypoglycemia while wearing the infusion device. The caller reported that she was not feeling well and was admitted into the hospital for hypoglycemia. The blood glucose results were not provided. The caller stated that the hospital treated her for low blood glucose, but the type of treatment given was unknown. The caller reported that the event occurred 3 years ago and she does not remember any further details. It is unknown how long the customer was hospitalized.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.